Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device was able to fire, but the load shaped partially, and the last 5 mm of clipping was open. The staple line was incomplete distally. There was a poor staple formation at the last 10 mm of the staple line. The surgeon opened a new reload with same lot number , and used same handle, and did manual reinforcement suture.